Manufacturer narrative:
The customer has declined a carefusion failure investigation; their internal investigation found no device malfunction and that the event was due to a programming error where guardrails alerts were overridden.

Event description:
The customer reported a heparin infusion was ordered to be programmed as a non-weight based infusion, however it was instead programmed as a weight based infusion, resulting in the completion of the bag in less than 1 hour. Labs were drawn to monitor the patient's ptt, which returned to baseline without medical intervention; there was no lasting harm to the patient. The devices were evaluated by the biomed at the facility and found to be working to specification; no pump malfunction is alleged and the customer is declining an investigation at this time.